Event description:
A customer reported an unresponsive wake button and touchscreen. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support but is in the process of acquiring a new device as their current one is out of warranty. No additional information was reported regarding the resolution of the event.